Event description:
Surgeon reported during implantation of the intraocular lens (iol), he noted that one haptic dissmbled from the lens and remained in the injector. The surgical wound was widened and the damaged iol was removed and replaced with a new iol at that time.